Event description:
It was reported that the high and low pressure alarms on the plv 100 ventilator were not consistent. This problem was reported by a dealer and was discovered prior to pt use. No injury occurred as a result of the reported malfunction.